Manufacturer narrative:
Device 2 of 2. Reference manufacturer reports: 2032380-2011-00096.

Event description:
During an arthroscopic labral repair, the physician utilized a firstpass suture passer, needle and suture capture. When the physician attempted to deploy the suture, the suture capture came off of the firstpass suture passer and landed in the surgical site. The physician spent approximately 30-40 minutes attempting to remove the suture capture arthroscopically but, was unsuccessful. The physician reverted to an open procedure in order to remove the device fragment. Approximately 5-10 minutes after making the incision, the physician noted the patient's bleeding had increased significantly. A general surgeon was called into the room and together, the physicians determined that an artery had been cut during the open procedure. The bleeding was stopped almost immediately and the patient's cumulative blood loss was 200-300cc. Once the patient was stabilized, the physicians consulted a second surgical facility (B)(6) for recommendations on how to proceed with the patient. A helicopter transport was requested but was unavailable. During the phone consult, the physicians noted the patient's upper extremity was cold and had no pulse. The agreed upon course of action was to place a shunt in the patient's artery at the point of the injury. The physicians attempted to place a shunt but were unsuccessful. The patient was immediately transported to (B)(6), via a fixed wing medical transport to undergo a vascular repair. The patient underwent a successful vascular repair in (B)(6), and was released 4-5 days later. As a result of the injury to the patient's artery, the patient has reportedly sustained some nerve damage and, subsequent muscle weakening in his upper extremity. Although the patient's hand is not fully functional, he has regained some use. As of (B)(6) 2011, the patient has allegedly not returned to school and was still experiencing pain due to the injuries sustained. Multiple attempts to obtain additional information regarding the acute and long-term care and treatments provided by the second surgical facility have been made. Unfortunately, no additional information was provided as of yet.